Manufacturer narrative:
Upon inspection of the returned device sechrist technician noted that the display was incomplete and only the back light assembly was returned along with the power module. The complaint could not be verified. This report is submitted to comply with MDR malfunction notice 76 fr 12473 requiring the reporting of incidents involving a life-supporting and/or life-sustaining device.

Manufacturer narrative:
The ventilator was not returned for an evaluation. Should new information become available sechrist will submit a follow up report. This report is submitted to comply with MDR malfunction notice 76 fr 12473 requiring the reporting of incidents involving a life-supporting and/or life-sustaining device.

Event description:
It was reported that the ventilator had a display malfunction; the screen was black. Customer stated that after they replaced the back light (part# (B)(4)) and the power cord (part# (B)(4)) the test was normal. No patient involvement was reported.